Event description:
An attempt was made to use a pacific xtreme peripheral balloon catheter to post-dilate a lesion with 90% stenosis in the popliteal artery. A 0.018 x 300 wire was used to pass the lesion during the surgery. The balloon was inflated to 7 bar when it ruptured. The contrast agent was found to be leaking. The balloon was pulled out and found to be broken, however nothing detached and remained in the patient. A 2.5 x 120 balloon was used to finish the surgery. No injury was caused to the patient.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (90% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition (90% stenosis).

Manufacturer narrative:
Evaluation, results: (root cause undetermined, device evaluation pending). (B)(4).

Event description:
Evaluation summary: the device was returned with its pouch and part of its original box. A large longitudinal cut approximately 20mm was visible on the device. No part of the balloon is detached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.